Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery cap was observed to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. There was no moisture damage in the battery compartment. A test cap was inserted and the pump was exercised for 24 hours without rebooting. The pump current draws were tested and found to be within specifications. The pump was opened and no defects were found to the power circuit. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported that the pump self-rebooted three times in the past two days. He confirmed that there was no structural damage to the battery compartment and the battery cap, and that there was no corrosion noted in the battery compartment. He stated that he did not experience any blood glucose excursions as a result of the rebooting, as he noticed the issue right away.